Event description:
Information was received indicating that the smiths medical cadd solis vip pump exhibited ec 41541. No adverse effects were reported.

Manufacturer narrative:
Additional information received via email on 10-nov-2021: the pump was sent to smiths because of the dso seal degradation. No patient incidents. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was not duplicated. No faults found with the pump, worked good during testing. The latch lock flex cable was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.